Event description:
It was reported that high resistance was noted with 5 pts, 2 of which became distressed. No pt sequelae were reported. See reports: 9680602-1999-00004, 9680602-1999-00005, 9680602-1999-00007, and 9680602-1999-00008.